Event description:
It was reported that a pump revision was done due to a migrating/moving pump. The reporter stated that all 4 sutures in the suture loops which held the pump in place had either broken or had come untied. The pump was starting to migrate/move. The healthcare provider (hcp) was unsure if the pump started to move before or after the sutures came loose. As a result of the pump movement, the patient had discomfort when sitting down as "the pump would hit pelvis". A pump revision was performed on (B)(6) 2012, where the pump was repositioned higher and re-anchored with the sutures also placed higher. Following the procedure, the patient was reported as doing "okay" and was receiving effective therapy. The medication in the pump was dilaudid. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID, 8709sc serial# (B)(4), implanted: 2010 (B)(6), product type catheter product ID, 8596sc serial# (B)(4), implanted: 2010 (B)(6), product type catheter product ID, 8578 serial# (B)(4), implanted: 2010 (B)(6), product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).